Event description:
It was reported that the ventricular lead exhibited intermittent loss of capture. The lead had dislodged into the superior vena cava. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.